Manufacturer narrative:
Concomitant medical products: product ID: a520, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is needing an MRI on the brain and wanted to know if system needed to be off. The patient was walked through how to turn stimulation off. Patient was not able to communicate on the call and states she has been having issues finding the ins for the past couple of days. Patient stated they are curvy and has some meat on the backside. The patient did confirm they can feel the incision and the ins however and it feels pretty flat against the skin. The patient also reports ins is not moving in pocket site. Patient services attempted to try both sides of communicator and having the patient move communicator around to find the best spot. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned she had a follow up appointment scheduled for tuesday but it was cancelled by doctor's office.